Event description:
Reporter indicated that a vns programming wand was not interrogating pt's generators. No further information is known. The wand is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.